Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an initial pacemaker implant on (B)(6) 2016. On (B)(6) 2019, the patient presented for a follow-up in clinic and upon device interrogation it was noted that the elective replacement indicator was triggered. It was suspected to have been drained due to premature battery depletion. The device was explanted and replaced. The patient's condition was stable throughout the event.

Manufacturer narrative:
Additional information: d10 interrogation of the device revealed it was at eol when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device was tested on the bench using automated testing equipment, and no anomalies were found.